Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a device malfunction. Device manufacture date monitor: sn (B)(4): 05/27/2014 reuse, electrode belt: sn (B)(4): 06/14/2011 reuse.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2017 while wearing the lifevest. The patient was at home, in bed, and unconscious. The patient's neighbor and a "sitter" were present. CPR was attempted prior to the patient passing. Prior to passing, the patient received four inappropriate defibrillations. At 7:30:31 and 7:35:34, the ECG recordings show the patient in asystole with cardiac activity transitioning to severe bradycardia at 15 beats per minute. Asystole is considered a non-treatable rhythm. The four treatments were delivered between 07:36:45 and 07:38:41 am. The rhythm at the time of the treatments was severe bradycardia at 15 beats per minute. Oversensing low-amplitude cardiac signal contributed to the false detection. The response buttons were not pressed during the event. Per the ECG recordings, the patient was in asystole at the time of the device shutdown at 08:10:38 on (B)(6) 2017. There is no indication that the lifevest caused or contributed to the patient's death as the patient was in asystole, a non-life sustaining rhythm prior to the shocks being delivered.